Event description:
Tampon unraveled inside, had to dig out multiple tampon parts-vagina [foreign body in reproductive tract]. Had to dig out tampon in multiple different parts-removal [complication of device removal]. String detached from tampon, tampon unraveled [device breakage]. Consumer contacted via e-mail and stated that the tampon completely unraveled inside of her and she had to dig it out in multiple different parts, as the string completely detached from the tampon. No serious injury was reported.